Manufacturer narrative:
Pump received with serial number label fading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that cannot read the label on the back of the insulin pump. Blood glucose was 130 mg/dl. Customer reported that cannot read serial number under the clip. The insulin pump will be returned for analysis.